Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. Inratio 4.4, lab 3.5, inratio 4.5. Patient will continue to monitor herself as she is traveling overseas.further follow up to be performed.